Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the intrahepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 13x10 mm stone. However, resistance was felt and the handle cannula broke. The stone could not be released from the basket, and the basket could not be removed from the bile duct due to distal stenosis. The patient was sent to emergency surgery for the removal of the basket and stone. It was reported that the patient fully recovered from the emergency surgery.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx lithotripter basket was analyzed, and a visual evaluation noted that the handle cannula was pulled out from the finger ring portion of the handle assembly. The coil assembly was unraveled, the whole working length was severely kinked, and the handle cannula was kinked. Also, the sheath was torn in many locations and the heat shrink was broken. No issues were found with the basket. Dimensional inspection showed that the results were within specifications. Microscope inspection found screw marks in the handle cannula. No other issues were noted with the device. The reported event was confirmed. Based on all available information, it is concluded that the screw marks present on the handle cannula indicate that the handle cannula was pulled out. Pulling the handle cannula with some tension could lead to handle cannula kinks. The coil assembly unraveling, working length kinking, heat shrink breaking and sheath tearing in some locations may be related to the same tension applied while pulling out the handle cannula. Tension applied to the whole device while trying to crush the stone could lead to the coil assembly being unraveled. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instruction for use (IFU)/product label.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the intrahepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 13x10 mm stone. However, resistance was felt and the handle cannula broke. The stone could not be released from the basket, and the basket could not be removed from the bile duct due to distal stenosis. The patient was sent to emergency surgery for the removal of the basket and stone. It was reported that the patient fully recovered from the emergency surgery.